Manufacturer narrative:
If additional information or investigation results become available, they will be provided in a supplemental report.

Event description:
It was reported that there was an issue with columbus knee implants via information received from mw5099720. According to the complaint description, an adverse event occurred involving her aesculap left knee implant. Patient stated that she had this knee implanted in 2018 and noticed in 2019 that she began having severe pain. Patient stated that her doctor did a bone scan which showed the implant has lifted and become loose. Patient stated her doctor told her the implant will need to come out. There was a permanent impairment. Additional information was not provided nor available / was not available. The adverse event is filed under xc reference (B)(4). Associated components: nr049z - lot 52345948.

Manufacturer narrative:
D1 - clarified brand name. F9 - age of device. Reference code nr475z, device name as columbus rev fem.spacer dist.f5 10mm, serial number n/a, batch number 52360025, manufacturing date 25.08.2017. Reference code nr049z, device name as columbus tib.hemi-sp.t2/2+ 10mm rm/ll, serial number n/a, batch number 52345948, manufacturing date 14.06.2017. Investigation: no product at hand, therefore an investigation is not possible. Pictorial documentation: there are no pictures available. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Explanation and rationale: there are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. In the light of the small amount of information received and due to the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a definitive root cause for the mentioned failure. The devices listed (nr475z and nr049z) are only additional components for the tibial-and femoral component. No clear failure can be assigned to these articles. Corrective action: according to sa-de13-m-4-2-04-000-0 (corrective action & preventive action) there is no CAPA request necessary.

Event description:
No updates.